Event description:
Second revision surgery - there was a subscapular failure which caused dislocation. There was no product failure that contributed to this event. A revision to a reverse. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 4.3 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. (B)(4). A review of the product complaint report history shows this is the first complaint for this product. The root cause of the dislocation was due to the patient's subscapular failure. There is no indication of a product or process issue affecting implant safety or effectiveness.